Manufacturer narrative:
Product return was received and investigated, a defective component could be found. The product was manufactured according to specifications.

Event description:
Consumer called stating the toothbrush charger was burning, smoking, it's charred and all black, and looks like it has a bubble. No injury was reported. Follow-up: the consumer stated the charger had started on fire. No injury was reported.